Manufacturer narrative:
The t:slim pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 300 units of insulin. Additionally, the customer reported that the air removal step was not performed during load. The customer's blood glucose level was 212 mg/dl. The customer reloaded the cartridge successfully and received an accurate fill estimate.